Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, low or lost light transmission occurred due to broken light guide bundle of the video cable section, the most probable cause of the complaint (broken light guide bundle) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid video laparoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated low or lost light transmission due to broken light guide bundle of the video cable section. There was no patient involvement.